Event description:
A malfunction alarm was reported with the pump, displaying malfunction code 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to multiple daily injections (mdi) as a backup therapy and was instructed by technical support on how to store the faulty pump and return it with a pre-paid label. A replacement pump will be sent when available.